Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 518mg/dl and diabetic ketoacidosis leading to a hospitalization. Correction boluses via the pump were delivered prior to the hospitalization to address the bg level. While in the hospital, the customer received treatment in the form of an insulin drip and antibiotics. The customer was released from the hospital 2 days later. A system check was performed and the pump performed as intended.